Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs # 1225714-2013-02232, 1225714-2013-02233.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
(B)(4) this is one of three device reports for this event. The associated MFR report numbers are: 1225714-2013-02232, 1225714-2013-02233 and 2937457-2013-00134. Additional information has been requested and will be submitted upon receipt accordingly. The hardcopy 3500a form MFR report # 2937457-2013-00134 follow-up # 001 was timely submitted on 02/19/2016 to the office of center for devices and radiological health, stamped 02/19/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Event description:
Additional information received noted the event to be a sudden cardiac death.